Manufacturer narrative:
(B)(4). Upon further investigation it was determined that this is a peritonitis event reported with use of nutrineal. The nutrineal lot delivered to the patient has been withdrawn from the market due to complaints of sterile peritonitis. The nutrineal has been identified as the cause of the peritonitis and there is no allegation against the disposable devices. This is not a reportable event and no further follow ups will be sent regarding this event.

Event description:
This is a clinical report of an observational study by a physician from (B)(6) of (B)(4) in a subject coincident with extraneal viaflex, physioneal 40 and nutrineal pd4 unknown therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the subject began treatment with nutrineal pd4 unknown ip for capd. On (B)(6) 2010, at 12:00 am, extraneal, physioneal and nutrineal therapies were withdrawn and the subject was placed on hemodialysis permanently. On (B)(6) 2010, the patient experienced endotoxin associated sterile peritonitis. That same day, remedial therapy began with ceftazidime (ip) and vancomycin (ip). On (B)(6) 2010, treatment ended with ceftazidime. On (B)(6) 2010, treatment ended with vancomycin. The outcome for the event of peritonitis was unknown. An opinion of causality for the event of sterile peritonitis was not reported. The observational study was titled (B)(4) study. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.